Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed spots of rust on turning ring, the trigger was jammed and the mode switch is below tolerance (loose). Therefore, the reported condition was confirmed. It was further determined that a foreign substance was inside the coupling cone, triggering sleeve was worn, and components were worn. The assignable root cause was determined to be due to improper cleaning/care and wear on components from use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the battery reamer/drill device had rust. According to the report, the rust was discovered upon receipt of the device from an educational workshop. The event was not related to surgery. A spare device was not required to use. There was no patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.